Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that loss of capture was observed. The lead was explanted and replaced when repositioning was unsuccessful.